Event description:
It was reported that during implant attempt, after testing of the lead and repositioning, one leg of the lead looked "stretched out" or "pulled". It was further reported that the conductor coil appeared stretched. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated that the lead appeared to have a fracture or stretching of the inner conductor. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the lead appeared to have a fracture or stretching of the inner conductor. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant attempt, after testing of the lead and repositioning, one leg of the lead looked "stretched out" or "pulled". It was further reported that the conductor coil appeared stretched. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.